Manufacturer narrative:
The device was evaluated and fluid ingress was found. The following parts were replaced due to the ingress: power supply, driver board, dc wire harness, distribution pcb. There was no evidence of arcing or carbonization noted. This device is being upgraded to the current fluid ingress remediation. (B)(4).

Event description:
Haemonetics received a complaint on (B)(6) 2013 for an orthopat device with the description "orthopat machine fluid spill. No patient injuries associated."